Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message of "replace sensor" while scanning the adc freestyle libre sensor using librelink after 3 days of wear. As a result of the customer not being able to monitor their blood glucose, the customer experienced hyperglycemic symptoms described as being thirsty, frustrated, emotional, vomiting, and a headache and was unable to treat themselves. Hcp contact was made, and unknown blood glucose was obtained on the hcp meter. The customer was provided unknown treatment by the hcp for a diagnosis of hyperglycemia. The customer refused to provide additional information regarding the medical event. There was no report of death or permanent injury associated with this event.